Event description:
A peritoneal dialysis patient called fresenius technical support. Patient states our supplier should make sure that the tubing divider doesn't kink the tubing; it should be equal because he looked at his old set-up and noticed a kink in the tubing. Patient got peritonitis.

Manufacturer narrative:
A device investigation was performed for this device. The actual device was not returned for evaluation. A review was performed for the device history record. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical department. Per the pharmacovigilance physician, there is no evidence that reasonably suggests that the cycler caused or contributed to the patients peritonitis. There were no reported fluid leaks and the patients peritonitis occurred 4 days prior to his tech support call. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.